Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous shunt. A 6.0mmx100mmx80cm-hybrid sterling¿ balloon catheter was advanced to the lesion. Upon initial inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with contrast in the lumen. Microscopic inspection found no damage or irregularities. Functional testing was done by attaching an inflation device filled with water to the hub of the sterling device. The device was brought to rated burst pressure (rbp), and the device held pressure for 5 minutes, without leaking. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous shunt. A 6.0mmx100mmx80cm-hybrid sterling¿ balloon catheter was advanced to the lesion. Upon initial inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.